Event description:
The patient's attorney alleged a deficiency against the device. Per additional info received, the pt has experienced heavy feeling in pelvic, cramping, loss of bladder control, bladder spasms, detrusor instability, "frequency or urgency," leaks spontaneously, hematuria, pressure/discomfort, lower urinary tract infection, bleeding, pinkish vaginal discharge, lower abdominal pain, "questionable erosion" distended bladder, soft tissue mass, chronic pelvic pain, dyspareunia, vaginal bleeding with mesh erosion, enterocele, scarring, mesh bulging or clumping anteriorly/posteriorly, inflammatory cells, prediabetes, bladder disorder, high enterocele, posterior rectocele, urinary burning, and urgency, overactive bladder, constipation, tenderness, coagulase negative (B)(6), klebsiella pneumoniae; dysuria, back pain, urine odor, diverticulosis, constant aches, interstitial cystitis, refractory urge/urge incontinence, nocturia, high pressure uninhibited detrusor contractions, large volume leaks (urodynamics), pressure with urination, granulation tissue, introital tenderness and pain with exam, menopausal symptoms, loss of consortium, husband's penis lacerated, bowel problems, incomplete bladder emptying, bladder inflammation, anxiety, fatigue, depression. The pt underwent a cystoscopy x 2, exam under anesthesia, repair of enterocele, revision of anterior repair with partial mesh excision, partial excision and/or revision of graft mesh from an anterior repair in the past, cystocele and rectocele repair, plication of the fascia underlying the bladder, hydrodistention x 2, and bladder biopsy.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced incidental cystotomy (perforation of organ), nausea, pelvic pain, dyspareunia, vaginal bleeding, mesh erosion (erosion), enterocele/rectocele/cystocele (prolapse), scarring, mass, palpable mesh, bulking/clumping/folded up/rolling/tight/firm ridged mesh, dimpling, blood loss, leaking, rent in vaginal mucosa, inflammatory cells (inflammation), required nonsurgical and additional surgical interventions.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). Lawyer-filed report - (B)(6).